Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 25sep2019 . Date of report: 26sep2019. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touchscreen assembly. The touchscreen measured resistance and resistance ratio are out of specification. No further fi is required. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.